Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump continuously alarms no delivery. Customer stated that they have changed the set multiple times and have rotated the sites. Customer mentioned that the alarm has been occurring in the middle of the night during basal delivery. Customer declined any further troubleshooting. Customer's blood glucose reading at the time of the call is unknown and the insulin pump is being returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with a cracked belt clip slot.